Manufacturer narrative:
(B)(4). Additional information: batch # m91k5d. The analysis results found that the er320 device was returned inside its sterile package and in good condition. In an attempt to replicate the reported incident, the package was opened and the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that at an unknown time for an unknown procedure, the clip was not fully closed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.